Event description:
Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records for the burch schneider cage confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. The reported cancellous bone screws are delivered as unsterile products. With the available information, a definitive root cause for the reported event of broken burch schneider cage could not be determined. The root cause of the reported event for infection was determined to be unrelated to the implanted zimmer biomet devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a revision surgery due to implant fracture approximately 3 years after initial implantation. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). D10: exceed abt e1 n/flng cup 36x56; item# ep-113656; lot # 6982202. Countersunk cancell. Screw 25; item# 01.00118.125; lot # 4504135594. Countersunk cancell. Screw 30; item# 01.00118.130; lot # 4504164381. Countersunk cancell. Screw 45; item# 01.00118.145; lot # 4503042610. G2: foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.